Event description:
Caller reported that their pump screen was dark and would not turn on. Blood glucose level at the time the issue was noticed was between 54-500 mg/dl (3.0-27.7 mmol/l), with no adverse impact to the customer's blood glucose level reported. Customer was instructed by technical support to conduct various troubleshooting steps, which did not resolve the issue. Customer reverted to using an alternate method of insulin therapy.